Manufacturer narrative:
There is not enough product returned to confirm the product. The complaint indicated ¿the biorci screw broke during the introduction of it¿. There was a fragment of product returned. It was taped to the outside of the shipping carton. It is in poor condition. The complaint indicated that it was unknown whether all pieces were removed from the patient. There is evidence of stress fracture. Threads have been compressed, rolled and cracked. The IFU says: ¿excessive force should not be placed on the delivery instrument¿ and ¿the starter must be utilized with the biorci screws to minimize screw breakage during insertion.¿ it is unknown whether the IFU recommendations and warning were followed. Fracture indicates difficulty with proper insertion. No root cause related to the manufacturing of this device can be confirmed.

Manufacturer narrative:
Device investigation narrative - due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. No further actions can be taken at this time. If relevant information becomes available to assist with traceability, the complaint will be revisited. (B)(4).

Event description:
It was reported that the screw broke during insertion. No additional information is available. No patient impact was reported.